Manufacturer narrative:
Demographics requested, however not received. Customer stated they will not provide them. The customer¿s report of a leak from the primary syringe tubing filter was confirmed functional testing using the attached syringe to prime the set found a leak from the air vent of the 0.2 micron filter. The root cause of the leak could not be definitively determined. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak is due to infusate clog/oversaturation of filter after prolonged exposure.

Event description:
It was reported that in the cancer center, there was a secondary infusion of cefepime that leaked from the syringe tubing filter. Per the customer, the secondary tubing was attached just above the filter on the extension set. The amount of time the filter was in use was not provided. The customer states that this is the fourth occurrence. Although requested, no additional information regarding the event or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although clarification requested from the customer for the report of "4th time leaking"- no other information was available. Concomitant medical product: (2)10ml bd syringe; non-bd extension set. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the cancer center, there was a secondary infusion of cefepime that leaked from the primary syringe tubing filter. It us unknown how long the filter was in use. The customer states that this is the fourth occurrence. Although requested, no additional information regarding the event or patient demographics provided except there was no known patient harm.